Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing a high blood glucose (bg) level of 518mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ER 17 hours later with no permanent damage. The cause of the high bg was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.